Event description:
Allegedly the patient was revised due to unknown reasons (left).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01060, -01061, -01062, -01063, -01065. This report will be updated when investigation is completed.